Event description:
The customer reported that the mp70 monitor fell from the mounting arm.

Manufacturer narrative:
(B)(4). The customer reported that the mp70 monitor fell from the mounting arm. There was no pt harm reported. The customer could not confirm if the pt was even present. The reporter did not observe the fallen monitor and now they are experiencing no communication from the bedside. This is being reported as an unexpected fall of the monitor. From the limited available info, it is being considered that the monitor quick release mount button was pressed when the user was attempting to reposition the monitor and the monitor was then pushed up and off the table mount (which is attached to the mounting arm). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.